Manufacturer narrative:
The nurse reported that there was no sound coming from the central nurse's station (cns) and there was no audio output. While nihon kohden technical support (tech support) was working with the nursing staff, they discovered that the audio cable was damaged for the cns core unit to the monitor, which has internal speakers. The nursing staff had external speakers, connected them to the cns core unit, and they confirmed that the sound was coming from the speakers. The audio cable is damaged, and needs to be replaced. The staff stated that they will just leave the speakers connected. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that there was no sound coming from the central nurse's station (cns), and there was no audio output. While nihon kohden technical support (tech support) was working with the nursing staff, they discovered that the audio cable was damaged for the cns core unit to the monitor, which has internal speakers. The nursing staff had external speakers, connected them to the cns core unit, and they confirmed that the sound was coming from the speakers. The audio cable is damaged and needs to be replaced. The staff stated that they will just leave the speakers connected. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported there was no audio output coming from the central nurse's station (cns). During troubleshooting, they discovered that the audio cable going from the cns core unit to the monitor, which has internal speakers, was damaged. They tried connecting external speakers, and sound could be heard from them. The staff stated that they would leave the speakers connected until the damaged cable could be replaced. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that the audio cable was damaged. It is unknown how the cable got damaged. Based on the available information, a definitive root cause could not be identified. However, cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible contact with other objects or persons are more susceptible to physical damage. Possible root causes for cable damage are normal wear and tear or inadequate cable management.

Event description:
The nurse reported that there was no sound coming from the central nurse's station (cns) and there was no audio output. While nihon kohden technical support (tech support) was working with the nursing staff, they discovered that the audio cable was damaged for the cns core unit to the monitor which has internal speakers. The nursing staff had external speakers and the connected them to the cns core unit and they confirmed that the sound was coming from the speakers. The audio cable is damaged and needs to be replaced. The staff stated that they will just leave the speakers connected. No patient harm reported.